Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported and healthcare professional confirmed a right-side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 d9 h3 h6. Laboratory analysis summary the device related to the reported event of rupture was received on december 03, 2024 with lot number 1494522. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported and healthcare professional confirmed a right side rupture. Device has been explanted and replaced with a non-allergan device.